Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Disconnect your infusion set from your body before flying in an aircraft without cabin pressurization or in planes used for aerobatics or combat simulation (pressurized or not). Rapid changes in altitude or gravity can affect insulin delivery and cause injury.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was flying on an airplane and the cabin became depressurized. Subsequently, the insulin gauge displayed 0 units of insulin, when 100 units were available in the cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support to resolve the issue.